Event description:
There was an allegation of questionable calcium gen. 2 and urea/bun results from the cobas 8000 c 702 module. The initial calcium result was 6.5 mg/dl with a data alarm, and the repeat result was 9.4 mg/dl. The initial bun result was 2.0 mg/dl, and the repeat result was 11.2 mg/dl. The repeat results were deemed to be correct. The questionable results were repeated because the system flagged both the bun and ca2 results as abnormally low, and automatic rerun was enabled to rerun both samples.

Manufacturer narrative:
The urea/bun lot number is 81381601 and the expiration date is 30-apr-2025. The calcium gen. 2 lot number is 82263101 and the expiration date is 30-nov-2025. A field service engineer (fse) replaced the vacuum and air pump diaphragms, decontaminated the module, and adjusted the gear pump, cell blank, and detergent levels. The fse verified the instrument by performing precision studies. The investigation determined that the service action resolved the issue.